Manufacturer narrative:
The device was returned and analyzed. The manufacturing records were reviewed and no relevant nonconformities were found. The investigation found that the source of the high impedance issue were damaged cables in the lead. The damage was found at a bend near the proximal end of the lead. The available evidence does not definitively identify a root cause, but it is likely a result of a combination of factors such as mechanical strain during the implantation procedure, wear and tear, and patient activity. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
Patient had high impedance measurements due to a defective electrode contact on the lead, necessitating a device replacement procedure. Further device investigation revealed that damaged cables within the lead were the cause of the high impedance issue. No additional complications have been reported related to this incident.